Event description:
A customer reported that the t:slim x2 pump battery would not charge on several occasions starting approximately three months ago. There was no adverse impact to the customer's blood glucose level. The issue was resolved by using the original charging supplies, as the pump began charging after leaving the wall adapter plugged into a working outlet for at least 30 consecutive minutes. No further assistance was required.